Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unable to grasp leaflets was unable to be determined. The reported difficult imaging was due to challenging patient anatomy. The cause of the reported tachycardia was unable to be determined. The reported patient effect of tachycardia as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tachycardia requiring intervention it was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4, prolapsed leaflets, flail, rotated heart, and clefts. It was noted imaging was challenging during the procedure. A mitraclip ntw was advanced to the left ventricle, but the patient went into ventricular tachycardia (v-tach). The clip was pulled back into the left atrium (la), and cardiopulmonary resuscitation (CPR) was required. The patient was stabilized, and the procedure was continued, but the clip was unable to grasp the leaflets; therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.